Event description:
The information was received from the article: durst et al. A method for complete angiographic obliteration of a brain arteriovenous malformation in a single session through a single pedicle. Journal of clinical neuroscience. 22(2015) 391-395. Medtronic (covidien) received information through literature review regarding incidents involving its manufactured products. Onyx was used to treat brain (avms) arteriovenous malformations in 12 patients (mean age 44, 8 males) using a reverse plug then push technique using the marathon and echelon 10 catheters. There was one morbidity and one mortality related to the techniques in the procedure. These complications occurred in the 2 patients who received the highest volume of onyx. At the conclusion of these patient¿s cases, no residual shunting was identified and the patient was neurologically intact upon awakening from anesthesia. The patient experienced post-procedural hemorrhages 3 (three), 5 (five) and 7 (days) after the procedure. It is believed the cause of death was normal perfusion pressure breakthrough. It was concluded that through using the ¿¿reverse plug then push¿¿ technique in this small group of patients, it was possible to achieve complete angiographic obliteration in most of the patients. The information was received from the same article as MDR# 2029214-2015-00224.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The report was created to capture the death that was related to the procedure reported in the article titled: durst et al. A method for complete angiographic obliteration of a brain arteriovenous malformation in a single session through a single pedicle. Journal of clinical neuroscience. 22(2015) 391-395. The lot history record review was not possible as the lot number was not reported.